Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department due to pulseless electrical activity. The patient was intubated following resuscitation efforts. The family withdrew care and the patient passed away. There were no leadless implantable pulse generator (ipg) abnormalities noted at the time of death but the electrophysiologist speculated progressive heart failure of the patient may be due to a pacing-induced cardiomyopathy. The patient had a normal ejection fraction five months prior to implant of the leadless ipg and by the time of the patient's death the ejection fraction was down to twenty percent.